Event description:
It was reported that tip detachment occurred. The comet pressure guidewire was used for ffr detection on the left circumflex artery (lcx) and the left anterior descending (lad) artery. The ffr result of the lcx was 0.82, and the ffr result of the lad was 0.71. The lad was treated first. Percutaneous coronary intervention was performed with the comet pressure guidewire which was used as the working wire for the lad. During advancement of the wire, resistance was encountered. A balloon catheter and cutting balloons were used to expand the lesions. After ptca pretreatment, a 3.0 x 36mm stent was implanted, and the comet pressure guidewire was connected to the handle for a final post-lad ffr test. The comet pressure guidewire was withdrawn to the middle segment of the lad stent, and resistance was felt during withdrawal. The physician continued to pull back, and the angiography showed that the end of the comet pressure guidewire fractured in the stent. The broken end of the comet pressure guidewire was removed by extending the catheter together with the balloon. The procedure time was 90 minutes. There were no patient complications, and the patient was stable.

Manufacturer narrative:
Corrected field h6: impact code f23 is being used to capture the reportable issue of unexpected medical intervention.

Event description:
It was reported that tip detachment occurred. The comet pressure guidewire was used for ffr detection on the left circumflex artery (lcx) and the left anterior descending (lad) artery. The ffr result of the lcx was 0.82, and the ffr result of the lad was 0.71. The lad was treated first. Percutaneous coronary intervention was performed with the comet pressure guidewire which was used as the working wire for the lad. During advancement of the wire, resistance was encountered. A balloon catheter and cutting balloons were used to expand the lesions. After ptca pretreatment, a 3.0 x 36mm stent was implanted, and the comet pressure guidewire was connected to the handle for a final post-lad ffr test. The comet pressure guidewire was withdrawn to the middle segment of the lad stent, and resistance was felt during withdrawal. The physician continued to pull back, and the angiography showed that the end of the come pressure guidewire fractured in the stent. The broken end of the comet pressure guidewire was removed by extending the catheter together with the balloon. The procedure time was 90 minutes. There were no patient complications, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was visually and microscopically examined for damage or any irregularities. Visual inspection revealed numerous kinks throughout the body of the wire and the tip was detached and not returned for analysis. The detached end of the tip was stretched and twisted. There was forced applied to the tip that caused it to be stretched to the point of detachment. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of detachment of the device was confirmed.

Event description:
It was reported that tip detachment occurred. The comet pressure guidewire was used for ffr detection on the left circumflex artery (lcx) and the left anterior descending (lad) artery. The ffr result of the lcx was 0.82, and the ffr result of the lad was 0.71. The lad was treated first. Percutaneous coronary intervention was performed with the comet pressure guidewire which was used as the working wire for the lad. During advancement of the wire, resistance was encountered. A balloon catheter and cutting balloons were used to expand the lesions. After ptca pretreatment, a 3.0 x 36mm stent was implanted, and the comet pressure guidewire was connected to the handle for a final post-lad ffr test. The comet pressure guidewire was withdrawn to the middle segment of the lad stent, and resistance was felt during withdrawal. The physician continued to pull back, and the angiography showed that the end of the come pressure guidewire fractured in the stent. The broken end of the comet pressure guidewire was removed by extending the catheter together with the balloon. The procedure time was 90 minutes. There were no patient complications, and the patient was stable.